Event description:
It was reported that this device exhibited a battery depletion (bd) error and was beeping. The battery status had 99% remaining. Remote analysis confirmed that the error was a result of prolonged magnet application. The patient stated having wrist surgery in (B)(6). A magnet was applied over the device for one hour. Technical services confirmed that the bd code can be cleared. There is no impact on therapy. The patient should go to the clinic to have the device interrogated by the programmer in order to stop the beeping. There were no adverse patient effects reported. The device remains in service.